Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2004 - the patient was diagnosed with recurrent cystocele and underwent implant of a davol flat mesh. On (B)(6) 2007 - the patient was diagnosed with vaginal mesh erosion with secondary vaginal bleeding. The patient underwent focal excision of vaginal mesh. On (B)(6) 2014 - the patient had an md office visit with a diagnosis of erosion of vaginal mesh (davol flat), urinary hesitancy and vaginal atrophy.